Event description:
The rptr states that he obtained the following blood glucose comparison results on the accu-chek compact sys: 244 mg/dl and 123 mg/dl; 244 mg/dl and 112 mg/dl. 123 mg/dl and 242 mg/dl; 112 mg/dl and 242 mg/dl. All aforementioned tests were obtained within 10 mins. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.